Event description:
Customer reported that the device began to delaminate during tacking of the device. Surgeon was successful in continuing to tack the device in place. No adverse pt consequences were reported.

Manufacturer narrative:
H6. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.